Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent struts at the proximal end of the stent were distorted and misaligned. The balloon was inflated to nominal pressure, the stent was deployed and the balloon was deflated. The inflation device was verified at 11 atmospheres (atm) before and after use with a calibrated pressure gauge. In addition the batch records for the crimped unit highlighted no abnormalities which would indicate that there were no issues with the stent prior to shipping. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues note with the devices inner and markerbands. A visual and tactile examination of the shaft polymer extrusion profile found no kinks or damage along its length. A visual and tactile examination found that the hypotube tube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jul-2015. It was reported that failure of the stent to deploy occurred. A 3.00x20mm promus element stent was selected to treat a lesion. However, it was noted that the stent could not be released. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.